Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the devices were implanted approximately 12 years prior a need for revision. There is no evidence to indicate product error after this length of time implanted. (B)(4), review of the device history record is unlikely to add value to the complaint investigation regarding an allegation of pain even when other reports are identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient having increasing pain & instability. Cup revision w head exchange performed. Doi: (B)(6) 2009; dor: (B)(6) 2021: right hip.